Event description:
It was reported that the patients leads migrated causing loss of coverage. The patient underwent a revision procedure wherein the old leads were replaced with a magnetic resonance imaging (MRI) capable one. The explanted leads were not returned as they were kept by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 16527542.